Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative lowered the maximum boost percentage and performed a beam alignment in all three magnification modes. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system would produce a high skin dose level. No patient injury was reported.